Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. The patient was found in ventricular fibrillation (vf) by ems and given 3 external shocks and then was asystolic. Device interrogation revealed that the last episode started with 3 bursts of atp. The last burst accelerated the rhythm to vf, a 21 joule shock then converted the rhythm for short period; however, the patient went back into vf. Subsequent shocks failed to convert rhythm. Eventually, therapy was exhausted and the patient remained in vf when paramedics arrived.